Event description:
It was reported that a patient (pt) passed away due to an unknown cause coincident with peritoneal dialysis (pd) on a homechoice device. On an unreported date, it was reported that the pt had cut through their pd catheter for the second time and was unable to dialyze (further details not provided). One day prior to death, the pt was hospitalized for the cut pd catheter. On the same day, dianeal and extraneal therapies were discontinued because the pt was unable to perform pd therapy due to cut catheter. One day later, the pt died due to an unknown cause. It was not reported if an autopsy was performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore a device analysis could not be performed and a cause could not be determined. If additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.